Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for three hours and upon removal the tampon pledget unraveled and fell apart. She alleged there was a piece missing from the pledget. She did not experience any adverse health affects and did not seek medical attention.